Manufacturer narrative:
Result of investigation: the customer's failure description could be verified. The following issues were diagnosed: picture loss when turning. Device is not recognised by pc. Socket to application part defective. The c-mac pm has heavy signs of wear. Also the plug inside the housing is slightly damaged. Both damages are caused by a mechanical influence. The defect at the cable is also the reason for the non-recognition on the pc. Further, the diagnosed defect at the socket can be seen. This is also caused by a mechanical force. The most probable root cause is mechanical damage due to external forces. The customer's description could be verified and diagnosed as mechanically influenced. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the picture disappears when the monitor is rotated. No negative impact in state of health reported.